Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the display on the customer's device was no longer functional.  Without a working display on this device, the device user may not be able to use the device on a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing.  The cause of the reported issue could not be determined.  The customer was sent a replacement device.